Event description:
The provider states the fork and stem assemblies and the lateral support were heavily abused by the end user. He states the end user is a quadriplegic and is really rough on the chair.